Event description:
The event occurred in the USA. The failure was found during restore. It was reported that the rpm red led light is out on the emergency drive. No harm to any person has been reported.as there is a potential risk, that in emergency situations the patient cannot be supported via the hls set and emergency drive till a new cardiohelp is connected, a report is required.complaint ID:(B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.a getinge technician was sent for investigation. The ch e-drive board was replaced. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed.